Event description:
It was reported that while opening up the bd precisionglide¿ needle packaging before use, an additional needle was found sticking through the plastic casing. The following information was provided by the initial reporter: "upon opening the packaging for becton dickinson, 27gx1/2¿ needles, lot #8361849, exp 31-jan-2024. It was identified that an additional needle was sticking out of the plastic casing, posing a needle stick risk."

Manufacturer narrative:
Investigation: one sample was received. It has an additional needle attached to the plastic hub. The photo shows the sample with the extra needle. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the silicone to fix it. In this case an additional needle was released by the cannulator and not detected in the next processes. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while opening up the bd precisionglide¿ needle packaging before use, an additional needle was found sticking through the plastic casing. The following information was provided by the initial reporter: "upon opening the packaging for becton dickinson, 27gx1/2¿ needles, lot #8361849, exp 31-jan-2024 it was identified that an additional needle was sticking out of the plastic casing, posing a needle stick risk."